Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to the description for more information regarding the specific circumstances of this event. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was not successfully implanted due to helix issues and suboptimal lead measurements. The lead was removed and replaced without incident. No adverse patient effects were reported. The attempted lead is not expected to be returned for analysis.